Event description:
Customer called on (B)(6) 2011 reporting of a leak at bath 3 of the lh750 slide stainer. Customer stated that patient samples were not affected by the leak and no change to patient treatment resulted from the incident. Customer was wearing personal protective equipment consisting of a gown, gloves and goggles during the leak and no exposure or injury was reported. Field service engineer (fse) was dispatched and found that the quick disconnect #2 was broken. Fse replaced the quick disconnect and repair was verified per established procedures.

Manufacturer narrative:
Evaluation - results: quick disconnect #2 was broken. Bec identifier for this report is (B)(4).